Manufacturer narrative:
The investigation has begun. Once the investigation is completed a follow up report will be issued.

Event description:
It was reported that while the patient was in a hypotonia state the art alarms were not working. There was no serious injury or death reported.

Manufacturer narrative:
A complaint was received regarding no arterial pressure alarm and the patient was in a hypotonia state. The no art alarm could be confirmed from a provided video. Log files showed the alarms were suppressed after the ibp pressure was zeroed and they did not re-arm after 30 seconds when they should have. It was found that the root cause of the issue was a race condition that can occur if the m540 is put into standby and the hemo pod is then immediately connected. If the ibp pressure is zeroed after this workflow, the 30 second timer never decrements, causing the alarms to never get unsuppressed resulting in the issue. A CAPA has been opened to investigate this issue. This issue can only be triggered by following the unique workflow from this complaint. The ibp waveform and parameter data are still correctly displayed on the monitor. Patient monitoring and alarms are not affected for other vital parameters.

Event description:
It was reported that while the patient was in a hypotonia state the art alarms were not working. Clarification was received that the patient was unstable prior to the no art alarm - therefore the device did not cause an injury. Additional information was requested on the current patient state and "increased therapy" was stated. No other information was provided.